Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 7 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred by the following factors: failure of the internal board; failure of the power box. Therefore, it is considered to be caused by aging deterioration.

Manufacturer narrative:
The unit the was returned to the service center for evaluation. The customer¿s complaint of the monitor will not power up was confirmed. Due to the phenomenon no functional testing could be performed. Since this model is obsolete the unit was returned to the customer unrepaired.

Event description:
The service center was informed that during preparation for use, the monitor would not power up. There was no patient involvement reported.